Event description:
It was reported that that there was a coupling problem. It was noted that the patient had the implantable neurostimulator (ins) replaced a week prior to the monday before the report. The patient reportedly was replaced with a rechargeable one and the patient was not able to get any coupling bars when trying to charge. The patient reportedly charged for 2 hours on the day before the report and 2 hours on the day of the report and the ins did not seem to be increasing. The patient was sure that the recharger was fully charged but they were not able to get any boxes. It was also noted that the ins was deeper than the other. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).